Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low capture threshold was observed, due to twiddlers syndrome. No was action taken and patient will continue to me monitored. The patient was in stable condition with no adverse consequences.